Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away while wearing the insulin pump. It was stated that the customer had a heart attack, pneumonia and kidney failure. The insulin pump will be returned for analysis.